Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted with the synchrony 2 flex28 on the (B)(6) 2022 and a full insertion was reportedly achieved. However, imaging from the (B)(6) 2022 would then show 2 electrodes outside the cochlea. The user will undergo a revision surgery on the (B)(6) 2022.

Event description:
The user was implanted with the synchrony 2 flex28 on the (B)(6) 2022 and a full insertion was reportedly achieved. However, imaging from (B)(6) june 2022 would then show 2 electrodes outside the cochlea. The user underwent a revision surgery on the (B)(6)2022 and a full insertion was achieved.

Manufacturer narrative:
Additional information: according to information received from the field the active electrode migrated post-operatively partially out of cochlea as confirmed by diagnostic imaging. Reportedly a full insertion was achieved at implantation surgery. A re-insertion surgery was performed successfully. The device remains implanted and in use.